Manufacturer narrative:
Zoll has not received the icy catheter in complaint for investigation. A supplemental report will be filed if the zoll catheter in complaint is returned and investigation has been completed.

Event description:
As reported, the patient underwent cooling treatment using icy catheter. Upon catheter insertion, blood backing up into lures and an icy catheter leak was suspected. After catheter replacement, therapy started successfully. Next day after the treatment started, user observed mid: 09 (air trap assembly) error on console. Moisture was observed in the airtrap holder. Customer's attempts to clear the error were unsuccessful. The console was replaced to continue with the treatment. No known impact or patient consequence was reported. For console issue, see MFR 3010617000-2018-00844.

Manufacturer narrative:
The reported icy catheter leak was confirmed. A pinhole leak was found at the distal end of distal balloon during functional testing. Visual examination of the returned catheter was performed and found no physical damage. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the distal end of distal balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for catheter with lot number 81663.